Event description:
It was reported that an unspecified malfunction alarm occurred. The customer continued to use the current pump for insulin therapy, and a repalcement pump was sent. There was no reported adverse impact to the customer¿s blood glucose level.